Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. An app crash alert was reported to have occurred for 8l07hk. Data investigation confirmed an app crash alert on (B)(6) 2021 for 8p56n2.